Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one resolute integrity rx coronary drug eluting stent to treat a moderately tortuous, severely calcified lesion exhibiting 100% stenosis located in the proximal lad. The device was inspected with no issues. Negative prep was performed with no issues. The device did not pass through a previously deployed stent. The lesion was pre-dilated. It was reported that stent deformation occurred in vivo during advancement/positioning to the lesion. The procedure was completed using another medtronic stent. The patient is reported to be alive with no injury. It is stated that the event was due to use of the device in difficult lesion morphology/anatomy, meaning that the event was procedural related and not device related.